Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample with an anti-fy(a) yielded a false negative result when tested with biotestcell 3 in the tube technique. The customer returned the supposedly defective product and also the anti-human globulin that was used when the false negative test result occured, but not the patient sample that had the caused false negative. Our quality control laboratory tested the reagents submitted by the customer with three different anti-fy(a) samples in the tube technique. The fy(a) positive reagent red blood cells #1 and #2 of biotestcell 3 yielded correct positive results. Our quality control laboratory also tested their retained product sample with three different anti-fy(a) samples in the tube technique and yielded correct results. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.